Event description:
Healthcare professional reported through the national breast implant registry (nbir) "capsular contracture baker grade iii", "seroma", "device migration/implant malposition", "correction of asymmetry, change shape/size/style", "need for biopsy/tumor". Patient has undergone capsulectomy. This record is for the left side. Device was explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma.